Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k102470. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy of the liver, the device was used as usual, and the jaws were cleaned very often. Also saline was applied every sealing. However, the knife did not return while dissecting the liver. The device was released from the tissue by turning the device left and right. A new device was used to continue. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found that the knife trigger was rotated outside of its normal radius of travel. The reported condition was confirmed. The investigation found the knife trigger to have been pulled past the mechanical stop. The entire trigger assembly had rotated outside of its normal radius of travel. This mechanical damage broke the mechanical lock that prevents the knife from deploying when not depressed. In this condition the knife could be deployed and retracted in the knife track when the trigger was pulled then the lock was still engaged. The investigation identified the root cause of the reported event to be the user placing excessive force on the knife trigger during use. The mechanical assembly and knife cut of the device are tested by manufacturing prior to shipment. The instruction for (IFU) states, inspect the instrument and cords for breaks, cracks, nick, or other damage before use. Failure to observe this causation may result in injury or electrical shock to patient or surgical team or cause damage to the instrument. If damaged, do not use. If information is provided in the future, a supplemental report will be issued.